Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a ncb plate for femur, right, 13 holes was implanted. The exact date is unknown. The patient underwent a revision surgery about 4 months after implantation due to the breakage of the plate on (B)(6) 2015.

Manufacturer narrative:
DHR review results: ncb plate for femur, right, 13 holes: lot: 2731382, yield: (B)(4), delivered: (B)(4), the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ncb clamp-screw: ref: 02.03150.300 lot: 14.108685, yield: (B)(4), delivered: (B)(4), scraped: (B)(4). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ncb clamp-screw: ref: 02.03150.300 lot: 14.013450, yield: (B)(4), delivered: (B)(4), scraped: (B)(4). Scraped reason: stains on cap surface. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ncb clamp-screw: ref: 02.03150.300 lot: 14.013446, yield: (B)(4), delivered: (B)(4), scraped: (B)(4). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ncb clamp-screw: ref: 02.03150.300 lot: 14.013515, yield: (B)(4), delivered: (B)(4), scraped: (B)(4). Scraped reason: stains on the surfaces. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. (B)(4). Compatibility of components: the compatibility check was performed and showed that the product combination was approved by zimmer. See surgical technique lit.no. 06.01221.012. The combination with the competitor (synthes) screws is not planned. Review of event description: it is reported that patient was revised due to a broken plate, 4 months after implantation no other source documents were provided for review. Visual examination: the 13-hole distal femur plate was returned for investigation together with 12 ncb cortical screws, one ncb cancellous screw and 11 ncb locking caps. Additionally two screws of a competitor (synthes) were returned. The plate is broken through the 11th hole seen from proximal. The surface of the plate is scratched, but does not show any major damages other than the breakage. The proximal fracture surface is partially characterized by polished areas. The signs of a fatigue fracture originating at the screw thread and proceeding diagonally toward the opposite corner are slightly visible. The point of the fracture origin is polished and therefore no precise analysis can be performed. Some damages at the thread in the screw hole were also observed. It cannot be determined if the damages occurred during implantation or during the revision surgery. The distal fracture surface shows very few polished areas and the fatigue fracture pattern is easily detectable. The fatigue fracture originates from both screw hole corners on the lateral plate side and propagate diagonally toward the outer medial plate corner. The ncb screws do not show major damages. The locking caps show damages of the hex drive, which are more pronounced in three locking caps. Two of the locking caps show also the detachment of a small metal wire from the thread. The two competitor's screws (synthes) show some damages at the thread and some minor damages at the hex drive on the screw head. Review of internal documents: inspection plan was reviewed: the characteristic feature "werkstoff / material: protasul-64 / iso 5832-3"was 100% checked for qualitative examination. Possible causes for the reported event according to (B)(4): breakage of implant -> due to movement between implants leads to notching / fretting. Breakage of implant -> due to inadequate implant design & material (fatique strength - lifetime of the device). Breakage of implant -> due to chemical / galvanic / crevice corrosion of material. Breakage of implant -> due to wrong interpretation of in situ device position and/or dimension. Breakage of implant -> due to wrong interpretation of x-ray template for dimensions. Breakage of implant -> due to user perform inadequate force to the plate. Breakage of implant -> due to user define incorrect placement of the spacers and plate. Breakage of the implant -> due to user performes inadequete forces to the plate. Breakage of the plate, migration of the screw -> due to user choose a wrong angular direction for the screw. Breakage of the implant -> due to user perform improper handling of the plate during insertion. Breakage of the implant -> due to user read/interprets wrong screw depth. Breakage of the implant -> due to user read/interprets wrong screw depth . Breakage of the implant -> due to wrong/ incomplete information about limitation and postoperative restriction. Breakage of the implant -> due to patient do not follow the postoperative protocol. Breakage of the implant -> due to patient do not follow the postoperative protocol . Comparison to investigation results whether it is possible and justification: possible -> it is possible that there was movement which lead to notching. Not possible -> as according to the complaint summary an adverse trend due to inadequate design would have been detected. Additionally, the material compatibility specification certify the suitability of the material. Not possible -> no signs of corrosion found on the product. Possible -> no x-rays available. Therefore, no evaluation of the positioning and/or dimension of the plate can be performed. Possible -> no x-rays available. Therefore, no evaluation of the positioning and/or dimension of the plate can be performed. Possible -> no information about the implantation technique followed and this point cannot be excluded. Possible -> no information about the implantation technique followed and this point cannot be excluded. Possible -> no information about the implantation technique followed and this point cannot be excluded. Possible -> no information about the implantation technique followed and this point cannot be excluded. Possible -> no information about the implantation technique followed and this point cannot be excluded. Possible -> no information about the implantation technique followed and this point cannot be excluded. Possible -> no information about the implantation technique followed and this point cannot be excluded. Possible -> no information about the postoperative plan for the patient and the patient behavior during the postoperative protocol possible -> no information about the postoperative plan for the patient and the patient behavior during the postoperative protocol possible -> no information about the postoperative plan for the patient and the patient behavior during the postoperative protocol based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).